Event description:
The patient's 1st unit of prcs (packed red cells) was finished infusing. The nurse was unable to disconnect the IV tubing from the j loop to attach the new tubing for the second unit of prcs. There was not a reflux valve on the end of the j loop. The nurse tried flushing the line with saline, grasping the tubing with kelly clamps for more stability. No interventions were successful. An entire new j loop was obtained and attached to the IV catheter hub. The IV access was successfully maintained through this process. No patient harm.